Manufacturer narrative:
The device was not returned for evaluation. The reported event could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the surgeon inserted the fixed anchor through the obturator internus muscle/membrane. The surgeon then placed the release anchor into the introducer and secured it by retracting the release lever of the handle. The surgeon inserted the adjustable anchor in the controlateral dissection plane and pushed too much causing the anchor to break in two parts; both remained in the introducer. The surgeon retracted the introducer by reversing through the insertion path, leaving these 2 parts of the anchor outside the patient. The surgeon fixed the sling on the obturator internus muscle with sutures.